Manufacturer narrative:
2b5 and h1 updated. B1, adverse event unmarked. B2, required intervention to prevent permanent impairment/damage (devices) unmarked h3, h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of risk management files found that the reported failure was documented appropriately. A review of the instructions for use found the following warnings and precautions related to the reported failure: ¿ do not allow the rotating portion of any blade or burr to touch any metallic object such as a cannula or arthroscope. Damage to both instruments is likely. ¿ irreversible damage to blades or burrs will result if they are run without the flow of irrigation (dry). A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Event description:
It was reported that during the set up before the surgery the blade was found broken. No delay or other complications reported. Smith and nephew back-up device was used to complete the surgery. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection revealed that four devices of the same batch were returned. Only one had been opened and had debris indicating use. The outer blades were found to contain magnets in positions that did not meet the specifications of the device. There were no other visual problems with the devices. A functional evaluation concluded that the oscillate, forward, and reverse controls could only reach 3000 instead of the specified 8000 revolutions per minute. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A review of the drawings found that the maximum blade speed is specified as 8000 revolutions per minute, and that magnets are specified to be press fit into positions 2 and 4 only. A review of risk management files found that the reported failure was documented appropriately. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. The complaint was confirmed, and the root cause was associated with manufacturing. A complaint notification was issued to manufacturing management to mitigate future occurrences and preventative action has been initiated to assess this failure mode.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during the surgery the blade was broken. No delay or other complications reported. Smith and nephew back-up device was used to complete the surgery. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.